Event description:
Related manufacturer reference number: 3006705815-2023-01251. It was reported the patient had not charged their device in over a year, as well as high impedance on a lead. Patient lost therapy. Surgical intervention took place where the ipg and lead was explanted and replaced to address the issue. As well as new leads were implanted to cover existing painful areas. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.